Event description:
It was reported that the duodenovideoscope forceps channel was clogged due to stent. The issue occurred during reprocessing. There was no patient involvement.

Manufacturer narrative:
E1 - initial reporter establishment name: (B)(6) the device was returned to olympus for inspection, and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: channel tube has foreign objects. A definite root cause could not be identified tracing to the device malfunctions "channel tube has foreign objects", "forceps channel stent clog" and "forceps cannot be inserted smoothly into the channel tube". Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.